Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect power supply module was returned. Extensive testing of the module was unable to duplicate the reported malfunction. The customer received a replacement power supply module. Trend analysis for reports of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that the device would not turn on. Complainant did not indicate that there was any patient involvement in the reported malfunction.